Event description:
Caller reported a cartridge alarm 20 occurring during the load process and was unable to successfully load a cartridge to resume insulin therapy. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support assisted the caller, advising proper load techniques and initiated the replacement of the pump with one containing updated software. The customer was guided on using backup therapy to ensure continued insulin delivery and instructed on handling the replacement process, including returning the malfunctioning pump.